Event description:
It was reported by service report that the head left siderail would not lock in the upright position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty head left timing link.